Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a constone tone. Customer's blood glucose was 430 mg/dl. The customer was treated with novolog pen shot. The customer was advised to insert new battery but it didn't restore normal function of the insulin pump. The customer was assisted in performing self test and it passed. The customer was advised to monitor pump. The customer reported again that the insulin pump had constant tone and didn't disappear. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. No blank display, constant tone or humming sound noted during testing. Unit was received with intermittent act button response due to flattened act button dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked.